Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy- birth- complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, back pain, menorrhagia and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pregnancy with contraceptive device and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter and patient demographics were added. Event injury nos replaced dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), pregnancy- birth- complication and device ineffective, psych injury and migration added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.